Event description:
Covidien received information stating that an 840 ventilator experienced a blank screen. Although requested, it is unknown if there was patient involvement when the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.(B)(4).